Manufacturer narrative:
Customer strips were returned and evaluated. Control tests resulted in readings that were an average of 6mg/dl high out of spec. Retention reagent gave satisfactory performance.

Event description:
The customer opened a box of contour next test strips and the bottle was already open. No adverse event was alleged. The customer returned the strips for investigation. Replacement test strips were sent to the customer.